Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device exhibited e315 (communication error). The root cause could not be identified. Based on the results of the investigation, the suggested probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like as signal loss or open circuit. However, the most probable cause of the reported issue is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope displayed an error code e315 .there were no reports of patient harm/involvement.